Event description:
Literature was reviewed regarding clinical outcomes of repeat transcatheter aortic valve replacement (tavr) and surgical valve expla nts. The study population included 31 patients who were predominantly male with a mean age of 78.5 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve (n=4), evolut r (n=10), evolut pro (n=1), e volut pro+ (n=3), and evolut fx (n=1) bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observa tions included: stroke, myocardial infarction, elevated mean gradients of 14.5 mmhg, paravalvular leak, endocarditis, unspecified structural valve dysfunction, aortic regurgitation, aortic stenosis, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: mendez-hirata et al. Repeat interventions after transcatheter aortic valve replacement: clinical characteristics and outcomes of redo transcatheter aortic valve replacement and surgical explants. Struct heart. 2025 jan 17;9(5):100393. Doi: 10.1016/j.shj.2024.100393. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.